Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that three electrodes were out of service. The electrodes were not being used. The cause of the event was unknown. No diagnostics or troubleshooting was done and no surgical intervention was taken or planned. The issue was not resolved. The event was assessed as not serious, ongoing, not related to the implant procedure, and related to the lead. The patient was alive with no injury. The patient's medical history included idiopathic functional incontinence since 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.